Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver had no vibration. No additional event or patient information is available. The receiver has been received for evaluation. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and turned on to see if it would boot up normally. Upon starting the unit, the receiver was observed to be perpetually rebooting. The receiver was opened and the ui pcba was detached to download the receiver log. The data log could not be retrieved, as the unit continued to be in perpetual reboot, and data log review could not be completed. The receiver case was opened for interior inspection and passed. Vibrator resistance was measured and found to be within specification. The reported event of no vibration was not confirmed as testing could not be completed. A probable cause could not be determined.